Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified a crease flat, wear abrasion and cracked valve. A leak test and microscopic analysis was performed which identified crack in the valve and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Partial delamination of the valve (adhesive failure).

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health care professional reported right side "deflated-unknown cause." The device remains implanted.